Event description:
An intuitive representative was informed of a patient's death seven days post-operation; however, the exact date of death is unknown. It was reported that the patient expired after a da vinci-assisted right hemicolectomy procedure due to gastrointestinal (gi) bleeding. The surgeon stated that the patient died at home and is having a postmortem performed by the coroner. No additional information was provided.

Manufacturer narrative:
It was reported that a postmortem would be performed. A follow-up report will be submitted if any postmortem or additional information is made available. A review of the da vinci system logs found no errors were logged during the procedure. A log review of the 5 subsequent procedures also found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. The following concomitant products were used during this procedure: vessel sealer extend, sureform 60 stapler instrument, 20 degree endoscope plus, monopolar curved scissors, tip-up fenestrated grasper, fenestrated bipolar forceps, large suturecut needle driver. A site history review shows no complaints have been made against any of the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient had a right hemicolectomy and died at home on an unspecified day between discharge and post-operative day 7 from a gi bleed. The cause and location of the bleeding was not reported. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Section b2 date of death: the exact date of death is unknown but is estimated to be between (B)(6) 2024 and (B)(6) 2024. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The surgeon provided additional information that the autopsy results found a perforated gastric ulcer that was determined to be unrelated to the robotic surgery.

Event description:
Refer to h10/h11 for follow-up information.